Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID: a3dr01, implantable pulse generator (ipg), implanted: (B)(6) 2013. Product ID: 5086mri58, implantable lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis, however performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated and undersensing information. The analyst noted that high atrial thresholds were detected.

Event description:
It was reported that the patient presented to the hospital complaining of twitching. High threshold had been recorded by the atrial capture management (acm) feature for about five weeks and right ventricular lead was undersensing p waves. It was later detected that the device was inverted from left to right and twiddler syndrome was highly suspected. The device was reprogrammed to a ventricular-only pacing mode to resolve the stimulation and the device and lead remain in use. No further patient complications have been reported as a result of this event. (B)(6) 2013 it was further reported that the device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient presented to the hospital complaining of twitching. High threshold had been recorded by the atrial capture management (acm) feature for about five weeks and right ventricular lead was undersensing p waves. It was later detected that the device was inverted from left to right and twiddler syndrome was highly suspected. The device was reprogrammed to a ventricular-only pacing mode to resolve the stimulation and the device and lead remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient presented to the hospital complaining of twitching. High threshold had been recorded by the atrial capture management (acm) feature for about five weeks and right ventricular lead was undersensing p waves. It was later detected that the device was inverted from left to right and twiddler syndrome was highly suspected. The device was reprogrammed to a ventricular-only pacing mode to resolve the stimulation. It was further reported that the device and lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.